Event description:
Customer reports receiving an inaccurate reading on her blood glucose meter. Customer received readings of 130 mg/dl compared to lab result of 330 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.